Manufacturer narrative:
The complaint could not be replicated as the device was not returned. A service history review showed the device had no similar repair or service in the past 12 months. The complaint cannot be confirmed and no probable cause could be determined due to insufficient information. Updated information: d9 - no.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received. As additional information is received, a supplement report will be issued.

Event description:
It was reported that on an unknown date, a plum 360 device allowed air to pass the pumping chamber without detection. There was unknown patient involvement reported. No harm was reported as a result of the event. No additional information is available.